Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Labeled for single use was updated from "no" to "yes". (B)(4).

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., additional manufacturing narrative.

Event description:
The following issue was reported: the baby had ¿desaturated to the 30¿s.¿ but remained pink and not in any distress during the desaturation. The ge monitor showed 3 stars, a clean pleth, and pr and hr matched. The clinician suctioned the patient with no change to the readings, then disconnected and reconnected the sensor and the spo2 came back up to normal. Ten minutes later the sats dropped to the 40s, but the patient remained pink and not in distress. The rn called the masimo cs at this point and moved the sensor from the left foot to the left hand. Upon masimo cs arrival, spo2 was 80%, good pleth, 3 stars, approximately a matching pr/hr. The patient and mucous membranes were pink. No distress noted. Sensor was well applied to the patient¿s left hand. The sensor was disconnected and reconnected and the sat immediately improved to 97%. The sensor was pulled to return to masimo for failure analysis. The new sensor was placed on the patient¿s left hand and remained at 97%. Minutes later the rt came to find masimo cs because the sats dropped to the 40s again. Again, baby pink, no distress, fio2 at 90% now instead of in the 60s where the baby had been all day. Peep 10cmh20. The patient did not have an a-line to compare abg with spo2. Masimo cs removed the cable to send to masimo for failure analysis. Clinician had mentioned the sensor had been changed 3 times in 24 hours." No known impact or consequence to patient was reported.